Manufacturer narrative:
(B)(4) .the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "constant alarming" was confirmed and reproduced during product evaluation. Quality engineering determined that the alarming was a result of failure code 199:xxx. The root cause of the failure code was found to be depleted main batteries. The main batteries were replaced to correct the condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with constant alarming. This condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.